Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP, dom¿recrt device. The patient alleges condensation in the tubing. The patient states they had a lung infection and were spitting up blood. The patient states they went to a doctor, who diagnosed a modular in the lung. They were prescribed medication that assisted in clearing up the infection. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.